Event description:
Customer called for assistance with insulin pump programming. Customer mentioned that she was hospitalized for high blood glucose. The blood glucose reading at the time of the event over 400 mg/dl. Customer was originally hospitalized for a different diagnosis, but the high blood glucose prolonged her stay. Customer stated a knot formed and kept growing due to the high blood glucose. Possible yeast infection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.